Event description:
The manufacturer was contacted in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar auto a-flex device. The manufacturer received information from the representative of the patient alleging patient felt something weird when using the device and had cough like wounded dog. Patient is also started experiencing wheezing and coughing, had allergy in the past. Patient was taken by the ambulance to the hospital and spent 5 days. Patient also had sinus infection that will not go away and been on a lot of medications. Patient is on prednisone and has scar tissue in her left lung. The device has not yet been returned to the manufacturer for evaluation. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted according.